Manufacturer narrative:
The connector portion of the lead measuring 5.2 cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiogenic shock, septic shock, cardiorespiratory arrest, and severe sepsis. No further information is available at this time.